Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the delivery catheter handle leak. It was reported that during preparation of the mitraclip delivery system (cds), the delivery catheter (dc) handle leaked. No damage was observed. The device was not used, there was no patient involvement. A new cds was used to complete the procedure. There was no clinically significant delay to the intended procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported delivery catheter (dc) handle leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. The investigation determined the observed torn dc handle seal resulting in the dc handle leak as a potential product issue, therefore an exception was initiated on (B)(6) 2022 for further investigation of a potential product issue. Based on the information provided and the results of the device analysis, the observed torn dc handle seal resulting in the dc handle leak appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.